Manufacturer narrative:
Results: failure to deliver stent, stent deformation. Calcified angulated lesion. Force used to advance device. Conclusions: calcified angulated lesion. Force used to advance device. Evaluation summary: the device was returned to medtronic for evaluation. The 9th distal segment was damaged and the middle stent segments were severely stretched. The distal end of the stent appeared pinched. The stent had moved approximately 5.5mm distally on the balloon and the distal segments were positioned over the catheter tip.

Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 30mm, diameter 3mm, was intended to treat a lesion in a patient. It was reported that the stent became deformed when the doctor tried to "push" it over a calcified angulated lesion in the lad. It was reported that the lesion was predilated with 3.5mm and 3.75mm balloons. No further information has been provided. Patient status post procedure is unknown.